Event description:
Pt was skin tested in 1999 on the volar aspect of the left forearm. The site was non-reactive when checked after 28 days. In 2000, the pt was treated with 1.5ml of collagen in the upper and lower lips. 14 days later the pt came into the office exhibiting lumps in both lips. There were 2 pea sized lumps in the upper lip. There was a smaller lump in the lower lip. The pt reported that the lumps had appeared the day before and that they itched. The lumps are more prominent in the mucosa of the lip than the vermillion, but are very apparent. There is no bruising, flaking, or pain at this time. 21 days later, the pt's forearm test site became red and slightly swollen. On a periodic follow-up report recently returned by the physician it is reported that an affected area of the upper lip was excised with pt under local anesthesia, however the date was not specified. As of 1 month ago, physician believed symptoms were still ongoing. This is the first report of any treatment, other than topical, for this event.